Event description:
On (B)(6), I had a l4-l5-s1 fusion. On or around (B)(6) 2023 a lumbar screw fractured in thirds. Allowing a disk cage to crush my left l5 nerves. My left side became increasingly useless and I was loosing bladder control. On (B)(6) 2023 I had emergency surgery to remove the cage and repair the fusion. I was released by (B)(6) ER(emergency room) without a diagnosis.